Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and blood glucose (bg) level of 381-397 mg/dl. Paramedics transported the customer to the emergency room and customer was admitted to the hospital. Customer was treated with an insulin drip and released from the hospital 2 days later. Customer alleged that a missed meal reminder did not occur. The reminder was confirmed in pump history; however, customer did not hear the reminder. Contact did not know how the pump time became inaccurate. Customer corrected the pump time and reverted to manual injections for insulin therapy.